Event description:
It was reported via repair work order that the bed had no power because the power cord was disconnected from the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.